Manufacturer narrative:
The customer returned a plasma sample and a serum sample for investigation. The investigation on the serum sample was able to reproduce the customer¿s results. The sample was tested for interference, but no interfering factors were found. The elthyrone the patient is taking is a levothyroxine drug. Product labeling states: "in in vitro studies the drugs furosemide and levothyroxine caused elevated ft4 findings at the daily therapeutic dosage level." The differences of the ft4 values, generated with the analyzers from roche diagnostics and abbott, are caused by differences of the setups of the assays, the antibodies used and differences of the standardization materials and procedures used. A product problem was not identified.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable elecsys ft4 iii and assay elecsys tsh assay results for 1 patient tested on a cobas 8000 e 602 module compared to an abbott system. The customer believes that an interferant is affecting the results. This medwatch will cover ft4 iii. For information on tsh refer to the medwatch with patient identifier (B)(6). The cobas e602 results were ft4 iii 30.31 pmol/l and tsh 3.91 mu/l. The abbott results were ft4 20.3 pmol/l and tsh 2.25 mu/l. The customer also noted that the patient's ft4 results have been elevated since "2018." The results in question were reported outside of the laboratory. The cobas e602 serial number is (B)(4).